Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was re-positioned due to high and/or unstable thresholds. No patient complications have been reported as a result of this event. The patient is a participant in the reveal af clinical study.